Manufacturer narrative:
Intuitive has received the instrument; however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the wires spun out and the mega suturecut needle driver was no longer functional. The procedure was completed with no reported injury. Intuitive followed up and confirmed that the customer did not answer any specific questions but provided patient demographics.

Manufacturer narrative:
Failure analysis found the primary failure of broken grip cable to be related to the customer reported complaint. The instrument was found to have one grip cable broken at the proximal end in the housing. The grip cable was broken at the clamping pulley. This causes loose grip cable the distal end. The clamping pulleys did not exhibit signs of corrosion/contamination/residue that would have contributed to the broken cable. The instrument was found to have grip input disk broken. Input disk 6 was found broken from the inside of the housing.

Event description:
Refer to h10/h11 for follow-up information.